Event description:
It was reported that the device exhibited an unspecified alarm, was turning on then shutting down. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: event date unknown. D3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a bubbled downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. A review of the device's event history log found battery low and battery depleted alarms. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. It was determined that the batteries having low voltage was the root cause. The batteries were charged. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.